Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"Excess laser fibre length was drapped across the scrub trolley and secured with a damp swab to stop it from slipping. There was no excess weight of pulling of wire. Towards the end of the procedure gill adams (clinical team leader at the hospital went to pick something up off the trolley and noticed the fibre had split and burnt a hole through the sterile drape. Gill adams felt a small shock when in contact with the trolley. Gill adams then called for the registrar to stop firing the laser and the procedure was continued using a basket to remove the stone fragments." "This occurence did not result in any harm to patient or staff member. The laser fibre involved appears to have snapped along the length during usage and caused a burn to the sterile drape covering the scrub table."

Manufacturer narrative:
Update as device returned after complaint closure: analysis of the returned product revealed a fiber which was broken near the center of the device (approximately 54" from the distal tip). At the break point, both visible charring and slightly stretched buffer material were observed. These symptoms indicate that the fiber likely broke while laser energy was being transmitted through the fiber. It is possible that the fiber was bent to a radius that exceeds the minimum bend radius (7mm) of the fiber. Subsequent laser energy exposure likely damaged the fiber resulting in the break, charring and buffer elongation noted. The presence of a pilot beam with successful testing of the fiber after distal tip reprocessing, and without breaks while under the minimum bend radius of 7mm indicates that the fiber was fully capable of functioning as intended. It can be assumed that during the evaluation testing it is very unlikely there were any manufacturing faults with the fiber. Dornier fibers are fragile and must be handled with utmost care by the user.

Event description:
"Excess laser fibre length was drapped across the scrub trolley and secured with a damp swab to stop it from slipping. There was no excess weight of pulling of wire. Towards the end of the procedure (B)(6) (clinical team leader at the hospital went to pick something up off the trolley and noticed the fibre had split and burnt a hole through the sterile drape. (B)(6) felt a small shock when in contact with the trolley. (B)(6) then called for the registar to stop firing the laser and the procedure was continued using a basket to remove the stone fragments." "This occurence did not result in any harm to patient or staff member. The laser fibre involved appears to have snapped along the length during usage and caused a burn to the sterile drape covering the scrub table."